Event description:
It was reported that the pt experienced tremors, weakness and falls one month post-implant. The lead was placed in the thoracic area. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.